Event description:
The device was applied during a laparoscopic appendectomy procedure. Reportedly, the instrument was difficult to open after firing. The surgeon manually manipulated the jaws open. The hospital has reported that no pt injury occurred.